Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the tube. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif-q150 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope reduced angulation and insufficient light from the light guide lens. The issue was found at inspection. The device was returned for evaluation. During the device evaluation, it was found that adhesive on the a-rubber (bending section cover) had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the objective lens had a chip. Damage to the ch-tube (channel tube) caused loss of water tightness. Damage to damage on the ccd (charged coupled device) unit the image had black spots, and the specified resolving power could not be obtained. Due to wear, the sw1 (switch 1) did not work. Corrosion on the switch box, all sw (switches) did not work. Due to the nozzle being clogged and damaged, water removal ability did not meet the standard value. The objective lens was chipped. The lg (light guide) lens was chipped and discolored. C-cover (plastic distal end) was scratched. The connecting tube was discolored, and the channel was leaking. Due to wear of the angle wire, bending angle in left direction did not meet the standard value. S-cover (scope cover) had a scratch. R/l (right, left) u/d (up, down) knob had a stain. Grip had a scratch. S-connector (suction connector) had a dent. The universal cord was wrinkled and had a stain. Protector of the universal cord on the s-connector (suction connector) side had a scratch. S-cylinder (suction cylinder) was shaved. The scope connector water inlet port was deteriorated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.